Event description:
Caller reported blood glucose results of 48 mg/dl on compact plus system, 78 mg/dl on aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Medwatch with (B)(6) is for compact plus system, medwatch with (B)(6) is for aviva system.